Event description:
The pt was revised because of poly wear of the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.